Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr resurfacing system, reason for revision : unknown. (B)(4). Update: claimsuite ref, patient details and reason for revision, hip revised received 4 july 2012. Reason(s) for revision: alval / soft tissue reaction. Hip revised: right. (B)(4). Update - added file handler details and additional hospital. Taken from claimsuite dated 6th august 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision. Asr resurfacing system. Reason for revision : unknown. (B)(4). Update: claimsuite ref, patient details and reason for revision, hip revised received (B)(6) 2012. Reason(s) for revision: alval / soft tissue reaction. Hip revised: right. (B)(4). Update - added file handler details and additional hospital. Taken from claimsuite dated 6th august 2014. Update - 8 sept 2014 . Scf and new claimsuite attached. Doi updated.

Event description:
Reason(s) for revision: alval / soft tissue reaction. Hip revised: right.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision.asr resurfacing system.reason for revision : unknown.